Manufacturer narrative:
This report is submitted on july 6, 2021.

Manufacturer narrative:
This report is submitted on jun 4, 2021.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.